Manufacturer narrative:
(B)(4). (Results,conclusions): highly angulated anatomy, use of device in zone 1.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 4.2 cm thoracic aortic aneurysm in zone 1 approximately one month ago. Vessel morphology was reported as highly angulated anatomy. The tevar involved coverage of the lcca, which was to be perfused via a chimney-up technique. The tw4440 was implanted into the distal side of the taa successfully without any issues. The talent thoracic device size tf4646 delivery system was then advanced proximally. When the physician started to expand the bare spring, the bare spring was inverted toward the internal side. Then, the physician attempted to pull back the delivery system for recovery of the inverted spring, but could not. The physician will monitor the inverted bare spring without any additional treatment at the time of the procedure. No clinical sequelae were reported, and the patient is fine.